Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call up and down buttons were stick. The customer's blood glucose was unknown. There was moisture inside the screen and unexplained error messages when blousing. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.